Event description:
It was reported by the customer that a pyxis medstation es system had a failure in main tower in pocket a1. The customer reported that the user was able to get the medication but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to clean out the inside of the drawer and restart the station. A fiels service engineer troubleshooted and found main drawer 1 was failed and whole drawer wasn't detected on bus. So, removed all cubies and cubie trays and cleaned the drawer. The system functioned as intended.